Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the settings not available message and electrodes displayed out of range wasn¿t determined. The issue was not resolved. The rep had no further information at this time, the patient was to follow up and determine if the remaining programs were helpful. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient tried to turn up stimulation device reads that settings not available. He is not experiencing any tingle or buzzing sensation as well. He has tried program a, b and c. All show the same error message. The patient does not recall any events that could have led to this event. The rep saw the patient and ran impedance test. All electrodes displayed out of range with red x, except electrodes 6 and 7. Reprogrammed stimulation to run through electrodes six and seven. Patient was now getting stimulation. The issue was not resolved and the rep were to follow-up for more information. Patient's weight was asked but unknown. No further complications were reported.